Event description:
Device 1 of 2. Reference MFR report number 1627487-2012-00346. During a surgical procedure to address a lead pull out issue (australia), it was discovered a portion of the patient's lead extension was lodged in the header of the ipg resulting in an exposed wire on the extension. As such, both the patient's extensions and ipg were replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: complaint was confirmed for "lead terminal broke off in header." Optical inspection of the bottom port revealed a stuck terminal end electrode. The terminal end electrode was removed. In is unknown when and how the terminal end broke off the lead. It was also found that the ipg failed the (B)(4) test due to broken feed through wire on channel 16. Review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.